Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, the lens inserted on unfolding surgeon noticed crack in lens. Additional information has been received and stated that, the procedure was completed with another lens during initial procedure. There was no patient harm reported.